Event description:
The hcp reports via a clinical report that a patient underwent dbs stage one surgery and experienced confusion the following day prolonging the hospital stay by one day. The patient was discharged two days after implant in good condition. The patient was taking the following medications at the time of the event: sinemet, comtan, provigil, requip, vioxx and nexium. Please see report number 2649622-2006-02021.